Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - system error 3 (1). Power supply returned. Findings/actions taken: observed customers complaint, verified power supply "faulty." Replaced power supply. Installed tech tip 77-015 for loose raise and lower. Replaced loose rotation latch. Replaced upper brushing that had loose pins. Unit passed functional checkout.